Event description:
A physician reported during an intraocular lens implant procedure, there were scratches on the lens after implantation. The surgery was completed by removing the scratched lens and implanting with another lens. Additional information has been requested.

Manufacturer narrative:
A photo was provided of a lens in the eye. A yellow arrow is pointing to the area of interest. A mark is observed at the indicated area. This may be a scratch or scrape mark. Another line is observed near the bottom of the photo. No other determination can be made with out physical examination of the product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a lens case. Viscoelastic was dried on the lens. One haptic was broken distal tip area (not returned). The lens was cut into two pieces. Multiple scratches and nicks were observed on the optic. A linear material was observed on the anterior surface of one portion of the optic. This material resembled the area indicted area on the provided photo. The sample was sent for lab testing. The isolated sample was visually and microscopically examined. Microscopic examination showed clear material approximately 1.5mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear material¿s generated spectra to a library of spectra found the best match to be polypropylene. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the observed scratches and material could not be determined. Multiple scratches and nicks were observed on the optic. A linear material was also observed. This material resembled the area indicted area on the provided photo. The sample was sent for lab testing. The isolated sample was visually and microscopically examined. Microscopic examination showed clear material approximately 1.5mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the clear material¿s generated spectra to a library of spectra found the best match to be polypropylene. Company cartridges and lens cases are made from polypropylene. Polypropylene is used in a wide variety of applications including packaging and labeling. Many plastic items for medical or laboratory use are made from polypropylene because it can withstand the heat in an autoclave. Its most common medical use is in the synthetic, non-absorbable sutures. The origin of the material could not be determined. It is unknown is the associated company cartridge was damaged during the lens delivery as it was not returned for evaluation. The manufacturer internal reference number is: (B)(4).